Manufacturer narrative:
Additional information is provided in sections h.11. The company representative was able to replicate the reported issue. The nonconforming pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. The module was returned for testing. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation with the same event code. The received module was tested for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Module was installed onto a system. The system booted up with no advisories displayed. Sections related to pneumatics were tested which revealed an sf6 gas leak. The module was opened and the blue tube, was found to be damaged. As such, the technician testing this module, was unable to proceed with further testing (since tubing was unremovable). Due to this fact, the reported event could not be confirmed due to unrepairable damaged component. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h,3,h.6 and h.11. The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A nonconformance investigation (nci)was opened and then was later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that an ophthalmic system vacuum was not working. The details of the procedure and patient impact was not reported. Additional information has been requested but none received till date.